Event description:
Heal laa study . It was reported that thrombosis occurred. Prior to the procedure the patient was on aspirin. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 26 mm. There were no patient complications that were reported to have occurred. Post procedure the patient remained on aspirin. The patient was discharged from the hospital the next day. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a device related thrombus present on the closure device. The patient was on aspirin and clopidogrel at the time of the event. No treatment or intervention has been reported and the event is ongoing.